Event description:
Affiliate reported that the valve was implanted in a child in early 2007. It was replaced in 2008. It seems that it was blocked with debris.

Manufacturer narrative:
Codman has requested return of the valve for eval. Historically, for complaints of this nature, examinations of the valves have revealed the accumulations of biological debris within the valves, which have resulted in blockages within the devices. Reviews of the device history records have confirmed that the valves have met specifications when released to stock. A follow-up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further info regarding the cause or mode of failure is made available. Otherwise, the complaint is closed at this time.